Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system displayed device not detected on bus. The customer attempted to recover the failed drawer; however, the system continued to indicate required maintenance. The device was rebooted, and a full power cycle was performed by unplugged the unit for 2-5 minutes and reconnected it. Despite these troubleshooting steps, the issue persists, and the drawer recovery continued to fail. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that smart remote manager was not detected. A field service engineer (fse) assisted the customer with configuring the new smart remote manager. The system functioned as intended after the field service engineer assisted the customer to troubleshoot the device.